Event description:
Pt treated in emergency room for hypoglycemia. Pt over-compensated for a high blood glucose reading. Excess bolus of insulin led to hypoglycemic epidose requiring transport to the emergency room. Pump not returned for eval.